Manufacturer narrative:
H3: it was found during analysis that d the handpiece was cosmetically not ok. The connector had a dent. Hi-pot test fail. Blade/bur not rotating and motor cable assembly found faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the m2 handpiece had heating issue, it was overheating less than a minute while the device was running at 5000 rpm on oscillate mode with 15 cc/m irrigation flow rate. There was no patient involved.

Manufacturer narrative:
H10: this MDR (B)(4) is a duplicate of (B)(4). The MDR report of the file was already submitted in the mentioned regulatory report number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that procedure was completed with another handpiece.